Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, several episodes of non-sustained oversensing due to crosstalk were observed. No action was taken, and there were no patient consequences.